Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was below 52 mg/dl at the time of the incident. Customer¿s other relevant blood glucose levels was 290 mg/dl. Customer also experienced high blood glucose. The customer treated their high blood glucose levels with manual injection and lob blood glucose with food and sugary drink. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.